Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner failed. The field service engineer (fse) checked the scanner in hardware test application mode, but it failed. Replacing the scanner cable did not resolve the issue, so the scanner was replaced. The new scanner responded successfully. A final test was performed to confirm functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary scanner cord was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.